Event description:
Physician reported capsular contracture, baker grade iii. Device explantation scheduled. This relates to the right side.

Manufacturer narrative:
Clarification to explant date: explant is in the future. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified a device appears to be intact with biological tissue in the surface of the shell. Device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.